Event description:
During a (B)(6) study, two different ph capsules from box lot# 36083q misfired and did not attach to the patient's esophageal wall. The physician was able to remove both misfired capsules without any problem or incident. We opened a new box of bravo ph capsules and the physician was able successfully deploy the new bravo ph capsule.